Event description:
Account alleged that the brake was not holding. Unit in repair shop. No incident reported.

Manufacturer narrative:
Tech found the unit in the repair shop. Brake was not holding. Replaced defective foot section hex rod to resolve this issue.